Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the head nurse stated, that during the operation, they did not manage to close the tlc55, because the blade advancing tab blocked. So the surgeon had to try another tlc55 and this device also did not work for the same reason. Then the surgeon took a tlc55 from a different lot number and this one worked to complete the case. There was no consequence to the pt.